Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional information is received, a follow-up will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump experienced failure code 199:117:307:0000 on power up while plugged in. This condition has potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated colleague infusion pump with user interface module master software version 5.03.00. No additional information is available.